Manufacturer narrative:
According to the report received by the manufacturer, "part of the bulb tip chipped off, chipped piece was removed from the pt". No additional information was provided in the report and there was no contact information provided to obtain additional information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Bulb tip chipped off during use.